Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01416 / 04666).

Event description:
Legal counsel for patient reported that the patient underwent total hip arthroplasty on (B)(6) 2006 and alleges subsequent unspecified personal injury. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information received from patient's legal counsel reported patient was revised on (B)(6) 2013 due to elevated metal ion levels.

Event description:
Legal counsel for patient reported that the patient underwent total hip arthroplasty on (B)(6) 2006 and alleges subsequent personal injury. The nature of the personal injury has not been provided. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.